Manufacturer narrative:
The pump was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against this device; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient called her vad coordinator to report a two-day history of night sweats. She was instructed to go to the emergency department (ed) of a local hospital. In the ed, she was noted to have a low-grade fever. Her driveline (dl) exit site was also noted to be dry and intact with no signs or symptoms of infection. Laboratory testing revealed leukocytosis so she was transferred to a vad-implanting facility for further evaluation. Blood cultures proved to be positive for bacterial infection; while a chest/abdominal/pelvis computerized tomography (CT) scan was negative for any acute infectious process. An infectious disease (ID) consult was obtained and they started the patient on intravenous (IV) ceftriaxone since they believe that the source of the infection was likely vad-related. In addition, the patient's unos status was upgraded to 1a due to this suspected pump infection. The patient was discharged home on (B)(6) 2017 with ID follow-up on an outpatient basis. As of the date of this report, the patient is doing well at home. No further information has been provided.